Event description:
Cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and was emitting tones. Programmer displayed a telemetry noise message. It was also reported that the pt's heart rate was below the lower rate limit.